Event description:
A surgeon reported that a patient describes seeing a rainbow pattern of light and halos following implantation of an intraocular lens (iol). The patient responded well to pilocarpine ophthalmic drops, and the surgeon stated he expects continued improvement. The association between this event and the iol is not known. Additional information has been requested.